Event description:
The graph record button was pushed during a procedure. The wave forms were noted on the central monitor and the central station printer began printing. At the end of the procedure the wave forms and pressure were not printed.